Event description:
The customer reported that the sensor was giving readings that greatly differed from the customer's blood glucose. The customer's blood glucose was 412 mg/dl, which the customer declined to troubleshoot for as she stated she knew the reason for this. The sensor read 220. The sensor glucose graph was not trending in the same direction as the blood glucose at the time of the event. Nothing further was reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.